Event description:
Customer reports a water leak from the pipe thread. This leak has been identified at a varian supplied assembled part and is a known issue. There is no report of serious injury as a result of this event. Note: there are two reports for this event; one is to document the vendor supplied fittings and the other to document the varian supplied fittings.

Manufacturer narrative:
Allegation confirmed: water leak from the flare-fitting at the bend magnet (purchased assembly portion). Water leaks caused by cracked fittings are a previously reported and well known problem. Leaks range in severity depending on size and location. A small leak in a bad location can result in severe damage to the machine. A solution to this issue was implemented by an engineering change (ec) which added special copper washers to the fittings to allow for a reliable seal at a lower torque and requiring each fitting to be assembled to a specific torque using a torque wrench. This machine was manufactured prior to the cut-in date of the engineering change: (B)(4) will be applied to this customers device. An issue review ((B)(4)) (crack water fitting) has been initiated - torque spec in mfg procedure and service documentation; addition of "sealtite" washer has been recommended. A tech tip ((B)(4)) was released on (B)(6) 2010 for installing a "flaretite" gasket when a water hose is replaced or during maintenance (pmi). There are no known reports of water leaks causing serious injury or safety concerns. No add'l follow-up to this MDR is expected. .